Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that since the recent device implant, the chronic right ventricular (rv) lead displayed multiple pacing impedance measurements greater than 2,000 ohms. Device memory was saved to a disk for further review, which confirmed the increased pacing impedance measurements. To date, no adverse patient effects were reported as a result of this clinical observation.